Event description:
Technician alleged that the brakes were not holding at the head end of the bed. There were no alleged injuries.

Manufacturer narrative:
Technician found that the rocker arm and set screws were broken at the head end causing the head end brakes not to engage. Technician installed a new rocker arm, roll pin and set screws at the head end of the stretcher and the brakes functioned properly.